Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they think their lead wire came loose, and can feel it underneath their skin on the right side. The patient initially thought it was just a bump, but they realized it was the lead wire, which sticks out at least an inch. The patient mentioned they are always tripping because of a pre-existing condition in their left leg, and their left leg does not have the strength of the right leg. The patient noted that they have a lot of pain in their left leg because of this, but that it is unrelated to their therapy, and noted they were implanted for their back. The patient was to follow up with their healthcare provider in order to determine the status of the lead. Additional information from the patient indicated that they were told by their healthcare provider that the lead wire on the right side slipped down, and they were waiting on a CT scan for confirmation. The patient was implanted for spinal pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.